Event description:
It has been reported to philips that x-ray was not working. The patient had to be moved to another room. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not generate xray. Upon functional testing, fse found that a faulty eqc 21 electrolytic capacitor. The philips engineer replaced eq converter module in the optimus cp generator. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.